Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests due to compromised force sensor system alarm. The insulin pump passed operating current, unexpected restart error test and displacement test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin was squirting out during manual prime. The customer does not recall any significant events leading to the alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.